Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the reported event was confirmed through the evaluation of the returned device. A clinical review of the reported event identified the following potential contributing factors to the reported event; off label use due to patient anatomy and the use of a non-endologix stent within the bilateral iliac vessels. The review of the manufacturing lot confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time.

Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
During the initial implant procedure of afx devices the physician experienced difficulty withdrawing the device after the deployment of the proximal extension. When trying to remove the delivery system the nose cone broke off in the introducer device. The tip of the nose cone was stuck in the introducer lumen and when the introducer was removed the broken off piece was removed as well. There was no reported injury to the patient.